Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient adhesive in the screw holes of the distal end could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the acoustic lens had a scratch. The device evaluation found that there was insufficient adhesive in the screw holes of the distal end. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack, switch 1 / 2 had a scratch, the switch box had a scratch, the paint on the air / water cylinder was peeled, the objective lens had a scratch, the adhesive around the objective lens was peeled, the light guide lens had a scratch, the connecting tube had a scratch, and the image had black dots due to damage on the charged coupled device unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera ultrasound gastrovideoscope ultrasonic probe had a scratch. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.